Event description:
It was reported that the customer passed away in a motorcycle accident. The cause of death was blunt force trauma. The customer's blood glucose, at the time of death, is unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer had kidney transplant and congestive heart failure. The caller also stated that when the customer had the kidney transplant, his pancreas rejected it. The caller stated that she does not have the insulin pump. She will contact the hospital and call back for insulin pump return instructions, once she gets the device back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.